Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was experiencing random power disconnects while connected to power source. Eventually the issue would lead to total power disconnects. The device was exchanged. No consequence to patient. No additional information available.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the patient experienced two critical battery alarms involving (B)(4), where the relative state of charge went from a high value to zero. A critical battery alarm with this type of behavior is indicative of a communication error. Further review of the data files revealed that spurious safety alert values were recorded for multiple batteries, further confirming that communication errors were occurring. Power disconnect alarms, however, were not observed in the controller log files. The batteries were not returned for evaluation. Based on the available information, the most likely root cause can be attributed to a communication error between the controller and batteries. The manufacturer has opened an investigation to evaluate the communication errors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.